Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the haptic tore. The lens was removed with no patient injury. Another same model lens was implanted. The reporter stated the cause of the event was due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Lens not returned. (B)(4).